Event description:
Reporter alleged discrepant blood glucose monitoring device results versus a lab comparative. Reporter stated on 09/30/05, device was 500mg/dl at 1:57 pm, 508 mg/dl at 3:04pm, and 510 mg/dl at 3:04 pm while the lab measured 373 mg/dl at 2:17 pm and 370 mg/dl at 3:08 pm. Reporter stated on 10/01/05, device result was 560 mg/dl at 20:12 and lab was 400 mg/dl at 20:20; device was 561 mg/dl at 21:00 and lab was 375 at 21:12; device was 510 mg/dl at 22:00 and lab was 342 mg/dl at 22:23. Reporter stated controls were within an acceptable range and linearity good. Reporter indicated not having treatment info on the two pts who were tested at the time of the alleged event. Reporter did state that no treatment would have been administered based on the device result. A request was made for the return of the suspect device and replacement product was sent.